Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Clinical study. Same case as 2134265-2009-00252, 2134265-2009-00253, 2134265-2009-00254. It was reported that 1257 days after a coronary artery stenting procedure, the patient expired. Initially, a non-target lesion (40mm long) was identified in the proximal circumflex (prox cx), with 99% stenosis and a reference vessel diameter of 2.5 mm. The non-target lesion was treated with the placement of 3 taxus express stents (2.5x24mm, 2.75x32mm, and 3.0x20mm). The target lesion was a 4.0mm, 80% stenosed, 25mm long portion of the mid right coronary artery (mid rca). The physician treated the lesion with pre-dilation and placement of a 4.0 x 32mm taxus liberte study stent. Following post-dilation, there was no residual stenosis and timi iii flow. Prior to discharge, the patient had the presence of a-flutter and underwent successful atrial flutter ablation with restoration of normal sinus rhythm. The patient was discharged 3 days later on protocol doses of aspirin and clopidogrel. About 1257 days after the index procedure, the patient expired. The site updated the cause of death to "cardiac arrest". In the opinion of the physician, the relationship of the patient's death to the stents placed is not related.